Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, at approximately 1:20 pm est, the patient experienced vomiting (twice within one hour), headache, nausea, and heavy breathing. At that time, the cgm displayed a glucose value of 121 mg/dl, while a fingerstick blood glucose (fsbg) measurement indicated 360 mg/dl, demonstrating a discrepancy. At approximately 1:40 pm est, the patient was transported to the emergency room (ER) for evaluation. While in the ER, the cgm continued to display glucose values in the 120-130 mg/dl range, whereas repeated fsbg measurements remained around 360 mg/dl. The patient was treated with zofran (route not specified) for nausea and vomiting, as well as intravenous (IV) rapid-acting insulin for hyperglycemia. The patient was discharged from the ER at approximately 4:00 pm est the same day with a prescription for an antiemetic (zofran) to be taken as needed until symptoms resolved. At the time of discharge, the patient¿s condition had improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.